Event description:
Patient put on dialysis, 800 ml flow. Large amount of blood noted on floor. Upon close inspection, it was found that artenial header cap had been replaced with wrong size, which caused large blood loss. Other devices used arterial and venous tubing (national med. Care) transducers (fresenius) had no cause in accident. Manufacturer should mark header caps fore size of dialyzerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, labeling - incomplete. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, user education provided. The device was destroyed/disposed of.